Event description:
It was reported that a (B)(6) study patient underwent an x-stop procedure at levels l3-l4 and l4-l5. During placement of the device at l3-l4, the spinous process fractured and was excised. The device placement at l4-l5 was successful. No further information was reported.

Manufacturer narrative:
Concomitant prod: neurological exam was performed and narcotics was prescribed at discharge. Eval method: follow-up with company representative.